Event description:
Hospital called and stated they received a supply of heparin from their distributor that had been put into patient use in pixus machine in the or. The product received had been recalled by the manufacturer. Once notified of the recall, staff recovered all, but 6 vials of the recalled product. Eight vials of heparin were pulled for this patient. All of the vials may not have been from baxter. Dates of use: 2008. Diagnosis or reason for use: blood thinner.